Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. This code is used to address the failure to take a femoral angiogram to verify the location of the puncture site. Per the instructions for use: perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. Analysis of the returned device found an anterior cuff tab detachment. Cuff tabs measure one one-hundredth of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an endoprosthesis implant procedure. No femoral angiogram was taken to verify the location of the access site. Reportedly, the suture did not come out with the plunger. The sutures of two additional proglide devices were successfully preplaced using the preclose procedure. The sheath was upsized to 14f and the implant of endoprosthesis procedure was completed. The successfully preplaced sutures of the second and third proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the large hole technique. No additional information was provided.